Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it comes in used condition. The anchor threads were found worn at the first line due to bone friction during insertion. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br w/ocord would have contributed to the complained device issue.¿ based on the investigation findings, the potential root cause can be traced to procedural variables, such handling of the device or product interaction during procedure; hard bone surface encountered during insertion; as per the instructions for use: in hard bone, it is necessary to tap the pre-drilled bone hole. Insert the distal tip of the appropriate awl/tap into the pre-drilled hole until the threads are flush with the bone. Rotate the awl/tap in a clockwise direction until the laser line is flush with the bone. Rotate the awl/tap in a counter-clockwise direction to remove. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Event description:
It was reported that during evaluation of the returned photo of the 4.5 healix advance br w/ocord device, it was determined the anchor threads were worn at the first line due to bone friction during insertion. It was noted in the report that during the rotator cuff repair surgery, the anchor could not be normally implanted into the patient, it was found that the thread of anchor was missing. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics; however, a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. The anchor threads are worn at the first line due to bone friction during insertion. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br w/ocord would have contributed to the complained device issue. Based on the investigation findings, the potential root cause can be traced to procedural variables, such handling of the device or product interaction during procedure; hard bone surface encountered during insertion; as per the instructions for use: in hard bone, it is necessary to tap the pre-drilled bone hole. Insert the distal tip of the appropriate awl/tap into the pre-drilled hole until the threads are flush with the bone. Rotate the awl/tap in a clockwise direction until the laser line is flush with the bone. Rotate the awl/tap in a counter-clockwise direction to remove. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.